Manufacturer narrative:
Investigation results: the complaint of a delayed retraction could not be confirmed from the 3 representative 22ga insyte autoguard bc pro winged units that were received in sealed packaging from lot: 3207476. A functional test revealed that each needle retracted within the specification limit. No damage or defects associated with the manufacturing process were identified on the returned sample. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the representative samples and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1: address information was not provided, therefore, xx was used as a place holder.

Event description:
It was reported that bd iag bc pro wing needle was slow to retract. The following information was provided by the initial reporter: customer responded on (B)(6) 2025, stating the additional devices received experienced the same issue of ¿needle retraction slow¿. They did not provide an event date. Event description: it was reported by customer that push button on iagbc is significantly delayed in retracting the needle, risking needle stick to the nurse. 21 jan: the event first occurred on january 7, 2025, however it has occurred multiple times. No staff harm at this point however the potential is still there with the needle not retracting.